Event description:
According to the customer, patients are experiencing "blistering around the wound where the adhesive on the bandage is".

Manufacturer narrative:
According to the customer, patients are experiencing "blistering around the wound where the adhesive on the bandage is". The customer reported after the blistering was identified the bandages were removed and "antibiotics" were ordered to "prevent any chance of infection in their new total joint". The customer reported there are "no known further complications, at this time". The customer did not report any serious injury as a result of the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.